Manufacturer narrative:
Additional point of contact: name: (B)(6). Department: biomed. Occupation: biomedical engineer. Email ID: (B)(6). A getinge field service engineer (fse) evaluated the unit and during pm found that iabp unit has battery issue. To fix this issue fse replaced the battery. Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cs300 intra-aortic balloon pump (iabp) has battery issue. The batteries did not last for the pm. There was no patient involvement reported.